Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
My problem was that the device separated from th harder underneath part of the guard. It happened twice-once after use. I tried using the device but it never really fit. I found I was clenching my jaws at night to keep the guard from falling off my teeth. After using for about 10 days the guard separated into a harder horse shoe and the plastic part that fit my teeth. I tried making another one, but when I was forming (molding) this one it came apart. I'm wondering if I boiled it for too long, although I tried following the instructions. Seems there should be a few seconds of grace period for this. I need to figure out how to get it to fit so it isn't' too big in my mouth also. The harder underneath plastic seemed very thick against my molars. I had a hard time getting the device to form evenly to the front and back of my teeth at the same time. Once when I bit down and the hard layer separated there were holes in the molded layer so it was not useful. Did I bit down too hard?